Manufacturer narrative:
Not explanted.

Event description:
A perceval valve was implanted on (B)(6) 2014 due to aortic stenosis with a pre-operative gradient of 43 mmhg. The patient's mitral valve was normal at the time of operation. The operative report indicated that the patient's calcified aortic leaflets were removed, but that the annulus was in good condition. The post-operative gradient was between 15 and 16 mmhg, and no significant aortic insufficiency was present. The patient's pre-operative medical history included osteoporosis. On (B)(6) 2018, a valve-in-valve was performed due to svd, and a medtronic evolut r 29 aortic bioprosthesis was implanted. The average transvalvular gradient was 18 mmhg, according to the operation report. Tte performed on the same day indicated that the replacement valve was in a functional position, with paraprosthetic leak grade 1-2, and a mean gradient of 11 mmhg.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the valve remains implanted, no device investigation can be conducted. However, based on the document review performed, no manufacturing deficiencies were identified. Osteoporosis was reported among the patient's clinical history, which may suggest a link between the patient's specific clinical condition and the reported svd; however, this cannot be confirmed and the root cause remains unknown.